Manufacturer narrative:
PMA/510k: this report is for an unknown nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral neck fractures by using the fns implants. During the surgery, when using the driver shaft, the surgeon felt that a locking screw head was stripped, so he decided to suspend the operation. As he checked the locking screw head, there was no breakage with the locking screw head. An anti-rotation screw was the same as the locking screw. He inserted the screws while pushing the driver shaft in question and managed to tighten the screws while the proper torque was achieved. He spent about fifteen (15) minutes to do this. The surgery was successfully completed with a less-than-30-minute delay. No further information is available. This report is for one (1) unk - nail head elements: fns antirotation. This is report 2 of 2 for (B)(4).